Event description:
He patient experienced autoreducing. On (B)(6) 2025, a lead revision procedure was attempted to add an additional lead at the l4 level. However, the physician was unable to successfully place the lead. No further interventions are planned at this time.

Manufacturer narrative:
Date of event and patient weight are estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10238977.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.